Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device was returned to olympus service operation repair center (sorc). Olympus medical systems corp. (Omsc) reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported phenomenon could not be conclusively determined. However, based upon the information from sorc, omsc surmised that this phenomenon was attributed to the stress, user handling, and/or other factors. If additional information is received, this report will be supplemented.

Manufacturer narrative:
The subject device was returned to sorc. Sorc checked the subject device and found that the reported phenomenon was caused by damage deformation due to physical stress. The exact cause has been under investigation. Therefore, the exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that during the incoming inspection for repair of the subject device at olympus service operation repair center (sorc), it was found that the instrument channel port of the subject device had been loosened. The occurrence date of the event is unknown, and there was no report of patient injury associated with this event.